Event description:
Left permanent burn scar on pelvic area after having icy hot heat therapy patch on for hrs. I have photo of scar but don't know how to sent it in this mail. Did not require a doctor's intervention. Removed patch after feeling extreme burn sensation. Dates of use: 2007. Diagnosis or reason for use: muscle pain in pelvic area. Event abated after use stopped or dose reduced? Yes.